Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shut down occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed. The log was downloaded and reviewed finding no errors related to the complaint. Open receiver case for interior inspection was performed and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.